Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed to replace a tibial insert that had disassociated from the tibial baseplate.

Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluation. (B)(4).